Event description:
It was reported that the unspecified bd¿ pen needle the following was received by the initial reporter: received voicemail from consumer stating pen needles are not working.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9141192 was sent in error. Customer advised that no issue was experienced and no completed. MFR#: 2243072-2023-01957 is void as a result.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle. The following was received by the initial reporter: received voicemail from consumer stating pen needles are not working.